Event description:
It was reported that foley catheters had come out of the packaging with kinks in the tubing. Nurses are concerned that was obstructing flow of urine drainage. Per customer response received via email on 30jan2026 stated that no physical samples available the original problem was over a year ago the most recent issue was also quite a while back, and related to a single patient registered nurse complaint and the product was not sequestered at the time their infection control registered nurse shared photos way back during the original event where multiple catheters were found to be significantly kinked out of the box. Troubleshooting attempted registered nurse originally reported that the kink was caused back up into the tubing and risk for reflux. When clinical practice coordinator and manager observed the patient or foley, they were able to get the urine flowing appropriately by squeezed the tubing where that enters the urometer and by used clip to better position the drainage tubing eliminating a dependent loop that was present upon initial assessment. Per additional information received on 04mar2026, it was reported they just got another event report about the kinking of tubing where the drainage tubing enters the urometer. Their infection control nurse already reached out to brandy. They opened a new foley to check out what a brand-new product looks like ¿ it wasn't as bad as a batch they had about a year ago, but there was definitely a kink in the tubing where it enters the urometer. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheters had come out of the packaging with kinks in the tubing. Nurses are concerned that that was obstructing flow of urine drainage. Per customer response received via email on 30jan2026 stated that no physical samples available the original problem was over a year ago the most recent issue was also quite a while back, and related to a single patient registered nurse complaint and the product was not sequestered at the time their infection control registered nurse shared photos way back during the original event where multiple catheters were found to be significantly kinked out of the box. Troubleshooting attempted registered nurse originally reported that the kink was caused back up into the tubing and risk for reflux. When clinical practice coordinator and manager observed the patient or foley, they were able to get the urine flowing appropriately by squeezed the tubing where that enters the urometer and by used clip to better position the drainage tubing eliminating a dependent loop that was present upon initial assessment. Per additional information received on 04mar2026, it was reported they just got another event report about the kinking of tubing where the drainage tubing enters the urometer. Their infection control nurse already reached out. They opened a new foley to check out what a brand new product looks like. It wasn¿t as bad as a batch they had about a year ago, but there was definitely a kink in the tubing where it enters the urometer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.